Event description:
An altitude alarm was reported by the customer, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was able to resume insulin delivery with the original cartridge, and customer technical support provided tips for preventing future altitude alarms, which the customer understood and acknowledged.